Manufacturer narrative:
The device is not yet been received for evaluation. Should new relevant info be received a supplemental form will be completed. T:slim users guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).

Event description:
It was reported that the wake button has stopped working the device turns on when plugged into a power source. There was no impact to customer's blood glucose level.